Event description:
It was reported that the patient experienced discomfort, palpitations. It was noted that capture thresholds had significantly increased with each device check on the right ventricular (rv) lead. No other anomalies were observed. The rv lead was explanted and replaced. The patient was stable.